Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. Surgeon noted the one of the screws was incorrectly position and during attempts to remove it, the tip of the retention bone-screwdriver (39-sp-0601) broke. A small rod was inserted into the screw and the entire screw was successfully removed using a strong rod holder. The surgeon then attempted to reposition and reinsert the same screw. However, it remained incorrectly placed and required removal. During the removal attempt the head of the reform 8.5 x 70mm polyaxial pedicle screw (39-pa-8570) fractured. The screw was ultimately extracted using a rod. The screw head broke completely off during the final stage of removal. While inserting a new screw, the tip of the polyaxial driver assembly reform pedicle screw system (39-sp-0730) broke. A rod was used to remove the screw as the driver tip was stuck in the screw head, and the procedure was successfully completed without further issue. There was a five (5) minute delay to the procedure as a result of the issues reported.

Manufacturer narrative:
H3 device evaluation - visual examination of the device noted the screw fractured at the neck exhibits failure due to torsional overload since the fracture plane is normal to the longitudinal axis. Review of device history records found 15 pieces of this lot released for distribution on 7/16/2019 with no deviation or anomalies. Two year complaint history review ((B)(6) 2023-(B)(6) 2025) found this to be the only report for any of the part number in the refom polyaxial pedicle screw family in this two-year time frame. No corrective actions are recommended.